Event description:
Reporter alleged the pt received results of 351 mg/dl and 117 mg/dl on inform system 1 compared back to back with results of 74 mg/dl and 65 mg/dl on inform system 2 and also a result of 65 mg/dl on inform system 3 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3. (B) (6). (B) (6).